Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the t.w. Power supply was working intermittently and that the knob was missing.

Event description:
The hospital reported that during the procedure, the t.w. Power supply was working intermittently and that the knob was missing. The power setting was at 2. A new device was used to complete the procedure. There was no procedural delay.

Manufacturer narrative:
(B)(4). Updated fields: b4, b5, d9, d10, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.